Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, subsequently the pump shutdown. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "High"; however, a specific BG value was not provided. The customer delivered a correction bolus to address high BG. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.